Event description:
It was reported that a 3.0x40x150 armada 14 balloon delivery catheter was prepped outside of the patient anatomy per instructions for use. The armada was then advanced over a non-abbott guide wire and into a non-abbott sheath to a mildly calcified lesion in the non-tortuous, anterior tibial artery without resistance. Using an 20/30 priority pack indeflator, during the 1st inflation to 8 atmospheres, though there was no difficulty with inflation, it was noted that the armada balloon would not hold pressure and contrast was noted to be leaking through the guide wire port. The balloon was fully deflated and the armada balloon delivery catheter was withdrawn from the anatomy without resistance. Another armada was used without issue to complete dilatation. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: manufacturing site. Evaluation summary: the device was returned for evaluation. The reported complaint that the armada 14 would not hold pressure and contrast was noted to be leaking through the guide wire port was confirmed, as the product analysis of the returned device revealed leaking of fluid from the hub y connector. The severity risk level for this type of failure was assessed as low. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related leaks was noted by the manufacturer. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .014 kinetic bsx, inflation: 20/30 priority pack indeflator, sheath: 6-fr rabbe. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.